Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer¿s insulin pump went dead where it would not turn on. Customer¿s blood glucose level was unknown. Customer did not had insulin pump with them to troubleshoot. The insulin pump will not be returned for analysis.